Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range right ventricular (rv) shock lead impedance (sli) measurement measuring, greater than 200 ohms. It was noted that sli were rising intermittently. The patient was evaluated in the clinic and the impedances could not be re-created. Technical services discussed possible causes and provided programming options. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.